Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The patient presented with abdominal pain for 3 days, having been diagnosed with systemic sclerosis for over a year. Admitted to our department via outpatient admission on (B)(6) 2026, at 15:34. Administered treatment including pain relief, anti-inflammatory therapy, acid suppression, and gastric protection. On (B)(6) 2026, at 20:20, the charge nurse attempted intravenous catheter placement. Difficulty was encountered during needle insertion. Upon withdrawal of the catheter, a rupture in the catheter tubing was discovered. The catheter was immediately replaced and reinsertion performed.

Manufacturer narrative:
Investigation results: no abnormality is found in process and retained samples, and no similar complaints have been received from other hospitals regarding this batch of products. As no defective sample is received for further examination, and the usage condition of the sample is unknown, so the root cause of the complaint defect cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information.